Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
H3 other text : device not returned.